Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots, and no anomalies were found related to this complaint. In addition, the mre verifies that the devices were manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old female patient underwent a breast surgery with implantation of a 375cc mentor siltex round moderate profile saline breast implant prosthesis. Post-operatively, the patient observed one breast appeared smaller; however, the affected side was not provided. A phone consultation with a medical professional has been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The affected side, the device location of each lot number, and serial numbers were not provided. As such, the lot numbers for both products are being provided as device 1 - lot number: 179859 and device 2 - lot number: 204962. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On february 13, 2023, mentor was notified that the patient was scheduled for removal on february 24, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 29, 2023, the mentor analysis lab received the suspect medical device for evaluation. On april 05, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.7 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. On april 06, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 325cc (left-sided) and 350cc (right-sided) mentor smooth round moderate plus profile saline breast implants. Manufacturer¿s reference number: (B)(4).